Event description:
The following was reported to hamilton medical ag: the unit is working with a failure in the flow sensor calibration, flow sensor calibration not ok. We performed the test software, expiratory valve test passes not ok. No patient harm.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).